Event description:
It was reported that pump experienced malfunction with code 16 and customer had not noticed any events before issue occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, completed reset during follow-up call, confirmed malfunction did not recur, advised customer to continue using pump and to call back if issue returned, and case was closed.